Event description:
While attempting to insert a midline in pt's left upper arm, the catheter became accordioned and assistance obtained from interventional radiology to remove device. Device removed in entiriety and saved. Reference #m120081. Lot #reyd0351. No pt harm.